Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided prostate biopsy procedure via normal density tissue using the marquee instrument. During the procedure, the device needle was allegedly bent and had difficulty in removing the product from patient. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were received and reviewed. In the first photo, one marquee needle is shown, along with truguide and coaxial needle and no bent was noted, and the second photo shows a technician holding a marquee needle and bent was noted to the needle. Based on the photo review, the reported material twisted /bent can be confirmed for one device. However, due to the absence of supporting evidence, the reported bent issue for remaining two devices and difficult to remove remains inconclusive. Therefore, the investigation is confirmed for the reported bent needle issue for one device as bend were noted to the needle. However, due to the absence of supporting evidence, the reported bent issue for remaining two devices remains inconclusive and the investigation for difficult to remove will remain inconclusive as no objective evidence was provided for review. A definitive root cause for the alleged material twisted / bent & difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.